Manufacturer narrative:
Additional narrative: the device was submitted with the spring component and release cog components disassembled. The handle shaft component is bent and the lead threads exhibit damage. The root cause is attributed to suspected misuse. The damage to the handle shaft component suggests the device was used without the handle component allowing side leveraging against the handle shaft and subsequent damage. Based on the root cause determination of suspected misuse as the root cause of the device damage. Monitor complaints through (B)(4). Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Event description:
The button on handle broke off.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.